Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy on (B)(6) 2017, cholecystectomy on (B)(6) 2017 and diarrhea on (B)(6) 2017. Concurrent conditions included cough. Concomitant products included cefixime (flexeril) and tramadol. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), toothache ("dental issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and pain in jaw ("dental problem: jaw pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal distension, headache, toothache, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, fatigue, dysmenorrhoea, migraine and pain in jaw outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in jaw, pelvic pain, toothache and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal bleeding, autoimmune disorder, bloating, headaches, dental issues, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: uterus- both essure coils seen. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet received. New reporters, events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue jaw pain added. Tooth disorder was replaced by tooth pain was added. Patient information, medical history, concomitant medications and product information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea on (B)(6) 2017, appendectomy on (B)(6) 2017 and cholecystectomy on (B)(6) 2017. Concurrent conditions included cough. Concomitant products included cefixime (flexeril) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), toothache ("dental issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / horrible periods"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and pain in jaw ("jdental problem: jaw pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), vitamin d deficiency ("vitamin d deficiency"), defaecation disorder ("weird pooping problems"), arthralgia ("joint pain"), loose tooth ("loose teeth"), tooth socket haemorrhage ("bleeding teeth"), memory impairment ("memory fog") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal distension, toothache, dyspareunia, anxiety, depression, vaginal haemorrhage, fatigue, dysmenorrhoea, migraine and vitamin d deficiency outcome was unknown and the abdominal pain, headache, menorrhagia, pain in jaw, defaecation disorder, arthralgia, loose tooth, tooth socket haemorrhage, memory impairment and fibromyalgia had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, autoimmune disorder, defaecation disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, loose tooth, memory impairment, menorrhagia, migraine, pain in jaw, pelvic pain, tooth socket haemorrhage, toothache, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal bleeding, autoimmune disorder, bloating, headaches, dental issues, and dyspareunia, among other symptoms. Patient had abdominal pain, weird pooping problems, headaches, loose teeth, bleeding teeth, jaw pain, horrible periods, memory fog, and was diagnosed with fibromyalgia. 10 years passed with more suffering and pain. After essure removal all her symptoms were gone. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2017: uterus- both essure coils seen. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New events "defaecation disorder", "arthralgia", "loose tooth", "tooth socket haemorrhage", "memory impairment" and "fibromyalgia" were added. Outcome of events "abdominal pain", "headache", "menorrhagia" and "pain in jaw" was changed to recovered. Reporter causality comment was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea on (B)(6) 2017, appendectomy on (B)(6) 2017 and cholecystectomy on (B)(6) 2017. Concurrent conditions included cough. Concomitant products included cefixime (flexeril) and tramadol. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), toothache ("dental issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and pain in jaw ("jdental problem: jaw pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal distension, headache, toothache, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, fatigue, dysmenorrhoea, migraine, pain in jaw and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in jaw, pelvic pain, toothache, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal bleeding, autoimmune disorder, bloating, headaches, dental issues, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: uterus- both essure coils seen. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- vitamin d deficiency. Reporter information were added. This record was detected to be a duplicate to record 2019-234510 which will be deleted from bayer safety database after all information was transferred to this record 2017-224028 which will be retained. Reporter information added from deletion case 2019-234510. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea on (B)(6)2017, appendectomy on (B)(6)2017 and cholecystectomy on (B)(6)2017. Concurrent conditions included cough. Concomitant products included cefixime (flexeril) and tramadol. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), toothache ("dental issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / horrible periods"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and pain in jaw ("jdental problem: jaw pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), vitamin d deficiency ("vitamin d deficiency"), defaecation disorder ("weird pooping problems"), arthralgia ("joint pain"), loose tooth ("loose teeth"), tooth socket haemorrhage ("bleeding teeth"), memory impairment ("memory fog") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal distension, toothache, dyspareunia, anxiety, depression, vaginal haemorrhage, fatigue, dysmenorrhoea, migraine and vitamin d deficiency outcome was unknown and the abdominal pain, headache, menorrhagia, pain in jaw, defaecation disorder, arthralgia, loose tooth, tooth socket haemorrhage, memory impairment and fibromyalgia had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, autoimmune disorder, defaecation disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, loose tooth, memory impairment, menorrhagia, migraine, pain in jaw, pelvic pain, tooth socket haemorrhage, toothache, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal bleeding, autoimmune disorder, bloating, headaches, dental issues, and dyspareunia, among other symptoms. Patient had abdominal pain, weird pooping problems, headaches, loose teeth, bleeding teeth, jaw pain, horrible periods, memory fog, and was diagnosed with fibromyalgia. 10 years passed with more suffering and pain. After essure removal all her symptoms were gone. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan. On (B)(6)2017: uterus- both essure coils seen. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), tooth disorder ("dental issues"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy and bilateral salpingectomy ). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal distension, headache, tooth disorder, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, depression, dyspareunia, genital haemorrhage, headache, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal bleeding, autoimmune disorder, bloating, headaches, dental issues, and dyspareunia, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.